Manufacturer narrative:
The customer contacted olympus technical assistance support (tac) via phone. No troubleshooting was performed. The customer informed tac of the event. The customer was recommended not to use the device for case. The device will not be returned to olympus for evaluation. This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected fields: h11(tac call). The device was not returned to olympus for inspection and the reported failure was not confirmed. A root cause could not be identified. The most probable cause of the malfunction could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had an e103 clv lamp light-up error. The event occurred during set up / inspection for use. There were no reports of patient harm.